Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected, and it was found a inside the pebax appears to be brown in color. During a second closer visual inspection a hole was found in the pebax and a reddish material inside of it. Then, the magnetic sensor functionality was tested on carto and the catheter failed, error 105 was observed. A failure analysis was performed, the catheter was dissected and the sensor values were found within specifications, with this information, the failure can be attributed to a potential pc board failure. A manufacturing record evaluation was performed and no internal action related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the pc board failure cannot be determined. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that carto 3 system displays no force value just ¿na¿ even when floating in the blood pool and re-zeroing. The mapping cable was replaced and the issue did not resolve. The error code changed to 105 map catheter sensor error. The mapping catheter was replaced and the issue resolved. Case continued. The root cause of the issue was the thermocool® smart touch¿ bi-directional navigation catheter. The customer¿s reported force and magnetic sensor errors were assessed as not MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 5/26/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found that the pebax appears to be brown in color. This finding was assessed as not MDR reportable since the integrity of the device appeared to be maintained. On 6/4/2020, during a second visual inspection, the catheter was inspected and a hole was found at the pebax and reddish material inside of it. These findings were assessed as MDR reportable for the ¿hole¿. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 6/4/2020 and reassessed this complaint as reportable.